Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. Medical records, including x-rays were obtained and reviewed by a depuy analyst ii, m.d.. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address groin pain and a large mass or cyst in groin. Update: (B)(6) 2013 - patient's medical records and xrays were received. Records indicate the patient had increased cobalt and chromium levels. Upon revision a large amount of brownish fluid was evacuated from the hip joint. Also noted was corrosion on the trunnion. The stem was added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.